Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube)/failure to occlude (close) fallopian tubes and tubes were not blocked"), abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, live birth in 1992, live birth in 1995 and premature baby (both of my daughters). *current weight 191 1bs. On essure confirmation test result shows failure to occlude (close) fallopian tubes and tubes were not blocked. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pain"). In (B)(6) 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual flow/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal infection ("infection (bladder)/infection (bladder/ urinary tract/vaginal) type: vaginal infection") and was found to have ph body fluid abnormal ("infection (other): ph level"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), abdominal pain lower ("severe cramping"), hyperhidrosis ("always hot, sweating") and feeling hot ("always hot"). The patient was treated with antibiotics, leuprorelin (leuprolide), paracetamol (tylenol) and surgery (planning for essure removal - scheduled date (B)(6) 2018). Essure treatment was ongoing at the time of the report. At the time of the report, the fallopian tube perforation, genital haemorrhage, vaginal haemorrhage, vaginal infection, ph body fluid abnormal, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, hyperhidrosis and feeling hot outcome was unknown and the abdominal pain, menorrhagia, vaginal discharge and abdominal pain lower had not resolved. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fallopian tube perforation, feeling hot, genital haemorrhage, hyperhidrosis, menorrhagia, pelvic pain, ph body fluid abnormal, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since (B)(6) 2016, patient has been seeking medical attention for her symptoms from doctor. Patient still suffers from symptoms and is currently investigating her options for removal of the essure devices. She is currently planning for essure removal. Anticipated or scheduled date: (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2009: failure to occlude (close) fallopian tubes, perforation (fallopian tube). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-mar-2019: pfs received- new event perforation (fallopian tube) were added. Lab data and treatment drug were added. Previously reported event failure to occlude (close) fallopian tubes and tubes were not blocked was clubbed with fallopian tube perforation. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a 43-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure confirmation test result shows failure to occlude (close) fallopian tubes and tubes were not blocked". The patient's medical history included multigravida, live birth in 1992, live birth in 1995 and premature baby (both of my daughters). On (B)(6) 2009, the patient had essure inserted. In january 2013, the patient experienced pelvic pain ("pain"). In february 2014, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual flow/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal infection ("infection (bladder)/infection (bladder/ urinary tract/vaginal) type: vaginal infection") and was found to have ph body fluid abnormal ("infection (other): ph level"). In january 2015, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In january 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), abdominal pain lower ("severe cramping"), hyperhidrosis ("always hot, sweating") and feeling hot ("always hot"). The patient was treated with leuprorelin (leuprolide), paracetamol (tylenol) and surgery (planning for essure removal - scheduled date (B)(6) 2018). Essure treatment was not changed. At the time of the report, the abdominal pain, menorrhagia, vaginal discharge and abdominal pain lower had not resolved and the genital haemorrhage, vaginal haemorrhage, vaginal infection, ph body fluid abnormal, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, hyperhidrosis and feeling hot outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, feeling hot, genital haemorrhage, hyperhidrosis, menorrhagia, pelvic pain, ph body fluid abnormal, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since september 2016, patient has been seeking medical attention for her symptoms from doctor. Patient still suffers from symptoms and is currently investigating her options for removal of the essure devices. She is currently planning for essure removal. Anticipated or scheduled date: (B)(6) 2018 diagnostic results: current weight 191 1bs. On essure confirmation test result shows failure to occlude (close) fallopian tubes and tubes were not blocked. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event "(bladder/ urinary tract/vaginal) type: vaginal infection" added. Treatment drugs added. Patient details was updated. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure confirmation test result shows failure to occlude (close) fallopian tubes and tubes were not blocked". The patient's past medical history included multigravida, live birth in 1992, live birth in 1995 and premature baby (both of my daughters). On an unknown date, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pain"). In (B)(6) 2015, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection ( urinary tract)"), vaginal infection ("infection (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual flow/ abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), ph body fluid abnormal ("infection (other): ph level"), hyperhidrosis ("always hot, sweating") and feeling hot ("always hot"). The patient was treated with surgery (planning for essure removal - scheduled date (B)(6) 2018). Essure treatment was not changed. At the time of the report, the abdominal pain, menorrhagia, vaginal discharge and abdominal pain lower had not resolved and the genital haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, ph body fluid abnormal, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, hyperhidrosis and feeling hot outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, feeling hot, genital haemorrhage, hyperhidrosis, menorrhagia, pelvic pain, ph body fluid abnormal, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since (B)(6) 2016, patient has been seeking medical attention for her symptoms from doctor. Patient still suffers from symptoms and is currently investigating her options for removal of the essure devices. She is currently planning for essure removal. Anticipated or scheduled date: (B)(6) 2018. Diagnostic results: current weight 191 1bs. On essure confirmation test result shows failure to occlude (close) fallopian tubes and tubes were not blocked. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-aug-2018: quality safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding (general)") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "essure confirmation test result shows failure to occlude (close) fallopian tubes and tubes were not blocked". The patient's past medical history included multigravida, live birth in 1992, live birth in 1995 and premature baby (both of my daughters). On an unknown date, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("pain"). In (B)(6) 2015, the patient experienced cystitis ("infection (bladder)"), urinary tract infection ("infection ( urinary tract)"), vaginal infection ("infection (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy menstrual flow/ abnormal bleeding (menorrhagia)"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), ph body fluid abnormal ("infection (other): ph level"), hyperhidrosis ("always hot, sweating") and feeling hot ("always hot"). The patient was treated with surgery (planning for essure removal - scheduled date (B)(6) 2018). Essure treatment was not changed. At the time of the report, the abdominal pain, menorrhagia, vaginal discharge and abdominal pain lower had not resolved and the genital haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, ph body fluid abnormal, dysmenorrhoea, dyspareunia, pelvic pain, weight increased, hyperhidrosis and feeling hot outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, cystitis, dysmenorrhoea, dyspareunia, feeling hot, genital haemorrhage, hyperhidrosis, menorrhagia, pelvic pain, ph body fluid abnormal, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since (B)(6) 2016, patient has been seeking medical attention for her symptoms from doctor. Patient still suffers from symptoms and is currently investigating her options for removal of the essure devices. She is currently planning for essure removal. Anticipated or scheduled date: (B)(6) 2018 . Diagnostic results: (B)(6). On essure confirmation test result shows failure to occlude (close) fallopian tubes and tubes were not blocked. Most recent follow-up information incorporated above includes: on 23-jul-2018: plaintiff fact sheet received: reporters details added. Event added as always hot. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.